Manufacturer narrative:
Compromised force sensor system alarm during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test and excessive no delivery test due to loose drive support disk. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, completely broken off reservoir tube lip, missing reservoir tube o-ring, cracked lcd window, missing end cap sticker and missing address/serial number label.

Event description:
It was reported via phone call that the insulin pump received compromised force sensor system and insulin was squirting out during manual prime. The customer¿s blood glucose level at the time of incident was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.